Event description:
Boston scientific received information that a latitude red alert was detected due to low shock impedance measurements. There is no information indicating any intervention at this time. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information have been made. Should additional information become available, this report will be updated.